Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 13.6 mmol/l. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test and motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to test the occlusion and excessive no delivery test due to motor error alarm however, the motor was tested outside of the device and passed. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.